Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that nupro revolv 90d soft multi (pd) is alleged that patient had an allergic reaction to something during their cleaning. The hygienist thinks it is the prophy cup used during the polishing of the patients¿ teeth. A dentsply sirona nupro freedom- revolve prophy cup was used with a non-dentsply sirona polishing paste. Patient will see her allergist in (B)(6) 2025, as this is the soonest appointment available". No injury was reported from the alleged event.

Manufacturer narrative:
Allergic reaction checklist was never received from the customer to further evaluate this incident. If additional information is received, we will reopen the complaint for further investigation. Root cause is inconclusive due to not enough information was provided by the customer. Failure mode - possible allergic reaction. Root cause - customer did not read/follow instructions. Conclusion code - indeterminable.